Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. The device failed a weekly self test on (B)(6) 2010 due to a low battery. The device remained in fault mode until (B)(6) 2011. The device failed again on (B)(6) 2012 due to a low battery. The device was again left in fault mode until (B)(6) 2012. There is no evidence the device was switching itself on. The investigation into the returned pad did not confirm the reported fault. There is evidence the device was being kept in a location where it was exposed to very low temperatures. The low battery warnings were prompted by the device being exposed to temperatures below freezing. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.